Event description:
It was reported that the pre blood pump segment of a prismaflex st150 set was disconnected and leaked fluid during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the effluent pump segment was disconnected from the support plate. A non-homogenous mark of solvent was visible on the tubing of the pump segment which indicated that a lack of solvent allowed the disconnection and subsequent leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the inadequate volume of solvent was determined to be related to the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.